Manufacturer narrative:
Based on quality assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported a significant amount of uncut area around the flap diameter and experienced great difficulty while handling the side cut. No patient harm reported. No additional information available.